Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was "disassembled: did not allow correct closing". This was further described as "damage to the miniset at the point where it rotates". This occurred while attached to the patient during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual device was received for evaluation with the twist clamp in the closed position. A visual inspection by the naked eye observed damage to the main body of the twist clamp. Leak, clear passage, and clamp function testing were performed with no issues and no leaks observed. The reported condition of ¿disassembled: did not allow correct closing¿ was not verified, however, the condition of damage at the main body was verified. The cause of the condition could not be determined, however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. When there is a crack or broken main body, there is no breach in the sterile pathway because there is an intact silicone tubing attached to the dark blue female connector and beige catheter adapter connector. After consideration for potential harms and worst-case scenarios, there would be no serious adverse health consequence from this issue should additional relevant information become available, a supplemental report will be submitted.